Event description:
It was reported that the right ventricular (rv) lead had poor sensing. The physician felt the lead was not in an optimal location but once the lead revision procedure started, he elected to remove the lead and implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.